Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the handle noted no abnormalities. Evaluation of the eeprom noted that the code drive_motor_excessive_load_mode was present. This was indicative of a thick tissue application and could confirm the reported condition. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. The reported condition was confirmed. Replication of the drive_motor_excessive_load_mode error codes may occur if the device powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload. This may occur when application over tissue that is beyond the recommended thickness range or when application with an obstacle incorporated in the jaws. In either scenario, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap sleeve gastrectomy procedure, the device stopped firing through a black reload. The device locked on tissue but managed to get it free and took it out. They changed the battery but proceeded slowly through the rest of the firings. Reinforcement was used on the last two purple firings. Reinforcement was not used on the reload that stopped working. No patient adverse events were reported. Patient has pcos, depression/anxiety, and borderline personality disorder.